Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device had an unknown issue. The issue was resolved by manual suturing and using another reload. It was also reported that there were five days extended hospital stay.